Event description:
As reported by the field, during a stent assist coil embolization, the physician encountered resistance and the enterprise2 intracranial 4mmx23mm no tip stent (encr402300, 7335895) could not be pushed into y connector. The doctor retracted the stent and observed material of the introducer sheath was not smooth, then he pushed the stent out for inspection, the stent was released outside of the patient¿s body. A new stent was switched to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no resistance during coil advancement. A prowler select plus microcatheter (606s255x, 30930689) was used. The event did not result in a loss of cerebral target position. The microcatheter was not damaged. The device could not be moved. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. No excessive force was applied to the device. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Three (3) pictures were attached to the complaint file, in which only the distal end of the introducer sheath can be observed. Due to the blurriness of the pictures, it cannot be determined if the composition of the component was compromised. The stent component was not observed inside the introducer, which confirms that the stent was released; it is unclear whether the delivery wire is still inside the introducer. The rest of the device and the stent component could not be evaluated since they were not shown in the attached pictures. The device history record (DHR) for the lot number 7335895 was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in relation to the resistance encountered could not be evaluated based on the pictures as it requires functional testing. The material composition can neither be determined based on the pictures and it will remain unknown if the material of the introducer sheath was not smooth. The issue documented regarding the stent deployment can be confirmed as it is no longer inside the introducer, however, the complaint documented that the physician pushed the stent out for inspection, which reasonably suggests that the stent did not become prematurely detached inside the introducer. This investigation was performed based only on the photo provided. According to the information received, the device was discarded, and no further investigation can be conducted. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.